Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead was fractured. Surgical intervention may occur to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted in favor of a scs system that provided relief.

Event description:
Additional information was received indicating the patient will undergo an scs system trial to determine if a new system would cover the pain area.

Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, visual inspection showed the returned lead (a) found an internal wire being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.